Manufacturer narrative:
The reported issue (air/water flow issues) was confirmed. It was observed there was no air/water follow due to the clogged nozzle. In addition, service found the adhesive on the bending section cover was worn out, the charge-coupled device cover lens was scratched, the light guide lenses were scratched, the connecting tube was wrinkled, the universal cord was wrinkled, the rubber on switch button #1 was worn out, the electrical contact on the scope connector was discolored, the bending angle was out of specification, the insulation resistance value was out of specification. The biopsy channel was discolored and scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was exhibiting air/water flow issues. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the air/water nozzle was clogged with a solid and dark foreign material. This report is being submitted for the malfunction found during evaluation of the device (foreign material). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to foreign material lodged in the air/water nozzle. Olympus will continue to monitor field performance for this device.